Event description:
It was reported that in a right transcarotid artery revascularization (tcar) procedure, during removal of arterial sheath from the 0.035" j-tip guidewire and dilator, the arterial sheath retracted. The physician then advanced the arterial sheath into the common carotid artery (cca), without the use of wire and dilator resulting in a posterior backwall dissection. An unplanned additional stent was placed to cover the dissection and no further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.